Event description:
On (B)(4) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was reading inaccurately compared to the same meter. The reporter alleged readings of "9.5 and 7.5mmol/l". This complaint is being reported because the reported results did not meet lifescan's accuracy or precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There is no indication that the lfs product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 1/8/2013.meter- 1/30/2013.